Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) spoke with the customer and was informed "wiggling" cabling has been a momentary remedy but regenerates again. Customer was not in the facility so no troubleshooting was completed during the call. The customer called back after troubleshooting and discovered the serial digital interface (sdi) cable going through amico boom to the monitor must be damaged because the customer connected a different one and it worked fine. The customer will just need to replace the video cable in the boom. No further action is required from tac. Troubleshooting was not completed as the customer was not at the facility. The reported complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.